Manufacturer narrative:
The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. The correction of b5 describe event and problem, h3a device evaluated by manufacturer? H3b device not eval provide code and h3c if other provide code -explain fields deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 21st february 2024, getinge became aware of an issue with one of surgical equipment - xs single flat screen holder. It was stated the paint was peeling on spring arm, suspension arm and monitor stand, and the rust occurred on monitor holder, main arm, spring arm and monitor support. The issue was confirmed by photographic evidence and also it was found that part of the screw was broken off. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles or parts falling off into sterile field or during procedure may cause contamination or serious injury; corrected b5 describe event and problem: on 20th february 2024, getinge became aware of an issue with one of surgical equipment - xs single flat screen holder. It was stated the paint was peeling on spring arm, suspension arm and monitor stand, and the rust occurred on monitor holder, main arm, spring arm and monitor support. The issue was confirmed by photographic evidence and also it was found that part of the screw was broken off. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles or parts falling off into sterile field or during procedure may cause contamination or serious injury; previous h3a device evaluated by manufacturer? No; corrected h3a device evaluated by manufacturer? Yes, previous; h3b device not eval provide code: other; corrected h3b device not eval provide code: n/a; previous h3c if other provide code -explain: device not returned to manufacturer; corrected h3c if other provide code -explain: n/a; getinge became aware of an issue with one of surgical equipment - xs single flat screen holder. It was stated the paint was peeling on spring arm, suspension arm and monitor stand, and the rust occurred on monitor holder, main arm, spring arm and monitor support. The issue was confirmed by photographic evidence and also it was found that part of the screw was broken off. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles or parts falling off into sterile field or during procedure may cause contamination or serious injury. It was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. There is no information if the claimed device was not being used for patient treatment or diagnosis when the event took place. The photographic evidence shows rust formation and paint peeling on the device. It can be observed that the degradation of the paint and corrosion are mostly localized on the retention areas which shows that the stagnation of liquid or cleaning agent residues have caused paint damages and appearance of rust. Peeling paint and rust formation were probably caused by: - a stagnation of aggressive disinfectant and detergent products due to an inappropriate cleaning protocol, the presence of liquid water or an exposure to humid air due to a high relative humidity of the operating room. The instruction for use indicates the environmental condition for use, the relative humidity must be between 20 and 75%. To prevent any incident the instruction for use mentions to perform daily and monthly inspection in order to detect painting defects, impact marks or other damages. The instruction for use mentions not to clean the device under running water nor spray a solution directly onto the device. Certain cleaning products or procedures may damage the paintwork of the device, which may result in particles falling onto the surgical site during an operation. Fumigation methods are unsuitable for disinfecting the unit and must not be used. The instruction for use mentions to wipe with a dry cloth and to make sure no liquid residue is left on the device after cleaning. To reduce the appearance of rust or the degradation of the surface, the technical manual or maintenance manual mentions in the preventive maintenance protocol to lubricate some parts of device. The instruction for use mentions not to use a damaged device because it may lead to a risk of injury for users or a risk of infection for patients. In case of loosening, the probable causes of loosening corresponds to an improper initial tightening during the installation or a maintenance not in accordance with the manufacturer's recommendations. In case of rupture, the failure of the screws is related to fatigue stresses due to moderate shear overload. All facies have a fatigue failure zone more or less extensive. Initiated at the bottom of the thread, the repeated low mechanical stresses caused the breakage of a first screw. The rupture of the other screws corresponds to progressive propagation of the shear effect. To prevent any incident the yearly preventive maintenance program, mentions to check the tightening of fixation screws on the suspension tube. In april 2019 getinge transmitted the service bulletin 98a on getinge online reminding to carry out preventive maintenance and wearing parts replacement to ensure the device safety, the service bulletin 98a mentions to replace the suspension fixing screws every 6 years during the preventive maintenance. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
On 20th february 2024, getinge became aware of an issue with one of surgical equipment - xs single flat screen holder. It was stated the paint was peeling on spring arm, suspension arm and monitor stand, and the rust occurred on monitor holder, main arm, spring arm and monitor support. The issue was confirmed by photographic evidence and also it was found that part of the screw was broken off. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles or parts falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
Initial reporter: (B)(6). Event site name: (B)(6). Event site telephone: (B)(6). Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Event description:
On (B)(4) 2024 getinge became aware of an issue with one of surgical equipment - xs single flat screen holder. It was stated the paint was peeling on spring arm, suspension arm and monitor stand, and the rust occurred on monitor holder, main arm, spring arm and monitor support. The issue was confirmed by photographic evidence and also it was found that part of the screw was broken off. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles or parts falling off into sterile field or during procedure may cause contamination or serious injury.